Event description:
It was reported that the patient had major bleeding. It was communicated that the patient fell from a ladder of approximately 1 m height. They experienced a headache, pain in the area of the spine, chest and abdomen. They patient was hospitalized and had a computed tomography (CT) scan. The CT scan showed no evidence of trauma sequelae. No evidence of intracranial or thoracoabdominal hemorrhage and no evidence of trauma sequelae. There was also no evidence of intracranial or thoracoabdominal hemorrhage. Also, there was no evidence of a fracture. It was communicated that the event resolved and the patient recovered. The source of the bleeding was unable to be identified, but the patient received 2 packed red blood cells (pbrc).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and pain could not be conclusively determined through this investigation. The account reported that the patient was hospitalized for major bleeding due to falling from a ladder. The patient experienced a headache and pain in the chest, spine, and abdomen. Diagnostic testing revealed no evidence of intracranial or thoracoabdominal hemorrhage. The account reported that the patient was treated with a blood transfusion. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information provided. The manufacturer is closing the file on this event.